Event description:
The power chair was loaded into the van due to an alleged malfunction in the joystick on (B)(6) 2011. The power chair had been in the van since that date. On (B)(6) 2011, the consumers wife was driving to a family appointment, when she claimed to smell smoke and noticed smoke was filling the inside of the vehicle. She pulled over and got herself and her son out of the van. She called 911. The consumers wife alleges that the firemen at the scene could not determine the cause of the smoke. The consumers wife took the van to firestone to be inspected. No injury is alleged.

Manufacturer narrative:
On (B)(6) 2011, the consumers wife was driving to a family appointment, when she claimed to smell smoke and noticed smoke was filling the inside of the vehicle. She pulled over and got herself and her son out of the van. She called 911. The consumers wife alleges that the firemen at the scene could not determine the cause of the smoke. The consumers wife took the van to firestone to be inspected. No MDR was filed based on this information. On (B)(4) 2011 11:39 am invacare became aware of the following information: the dealer called with an assessment of the chair . The dealer informed invacare that the wheels and motors on the chair had normal wear and tear and will be replaced. Due to the alleged smoking of the leg rests box, it too will be replaced. In addition, the stability lock will be replaced as it was not completed by the original dealer. The replacement motor box for leg rests and set-up is on (B)(4). The stability lock kit information is on (B)(4).